Event description:
Maude report (mw5034927) states that patient was revised to address dislocation. Based on part/lot information provide, the liner is identified as depuy product. No part/lot or description of the femoral head was provided. Because it is not uncommon for competitor heads to be used with depuy liners, it is not being assumed that the head was depuy product. It was also noted in the report that the surgeon elected to leave a broken piece of metal imbedded in the patient's thigh tissue; however, no information was provided regarding the source of this piece of metal.

Manufacturer narrative:
The device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot combination. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. No additional information was obtained. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated.depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.